Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The rep reported they were contacted by a customer that reported they saw in the pump logs multiple motor stalls and motor stall recoveries. The rep stated that the patient did have an MRI back in (B)(6) 2019, but these stalls were more recent. No symptoms or patient complications were reported. No further information provided.